Event description:
A "noga" mapping procedure was performed on an eighty-six (86) year old female pt. Upon completion of the mapping procedure, the pt became hypotensive. Appropriate medications were given but the hypotension persisted. An echocardiogram revealed a posterior perforation of the left ventricle and a small effusion. Consequently, a pericardiocentesis was performed and approx 100 cc of fluid was removed. The pt recovered and was discharged from the hosp two days later with no further sequelae.